Event description:
Dr reportedly detected a corneal burn in the pt's operative eye at the conclusion of cataract extraction surgery. Pt required a single stitch to close the wound and is expected to recover fully. The nurse indicated the signle use phaco tip is used on more than one case.